Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng; inratio: 6.3; lab: 1.6 (inratio test results). Date: n/g; lab: 1.1. Date: (B) (6) 2010; lab: 1.6.

Manufacturer narrative:
The 1.1 and 1.6 inr are excluded from comparison test since the time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Customer results analyzed and accuracy confidence limits were met, both results. Precision not met criteria. Customer results 1.1, 1.7, and 1.6 not valid for comparison. Time elapse between results exceeded three hours. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. In-house accuracy and precision test performed with return meter, retain strip, and both test met criteria. Temp sensing met criteria. Visual inspection revealed slight contamination on heater plate. Product deficiency not established. No further investigation will be pursued. As of 02/18/2010, 32 discrepant results complaint was reported for lot # 216963 yielding a complaint rate of 0.008%. Due to the low occurrence rate, below the action thresholds monitored by qa for corrective action (greater than 0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Investigation result - precision: the allowable difference between the inratio inr's and sysmex inr's are calculated. Three replicates for donor 3 does not meet the criteria. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Test date donor 1: (B) (6) 2010. Donor 2: (B) (6) 2010. For each pair of replicates for each sample on strip lot 216963, mean and standard deviations were calculated. In-house test results have a 2.56% and 1.71%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further investigation wil be pursued. Accuracy: the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for lot 216963 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required.